Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The customer informed that they were unable to duplicate the reported malfunction. Although requested, there is no additional available information. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator became inoperable. Although requested, there was no information regarding placing the patient on another ventilator, or if there was patient injury as a result of this malfunction.